Event description:
It was observed during the device inspection that the duedenovideoscope exhibited adhesive peeling on the nozzle. There were no reports of patient involvement.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This supplemental report is being submitted to provide the legal manufacturer¿s final investigation additional information: h3. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 10 years since the subject device was manufactured. The device was returned to olympus for inspection, and the reportable malfunction was confirmed. Based on the results of the investigation, a definitive root cause could not be identified. However, it is likely the event was caused by stress of repeated use, external factors, or handling. The event can be detected/prevented by following the instructions for use ¿chapter 3 preparation and inspection 3.2 preparation and inspection of the endoscope". Olympus will continue to monitor field performance for this device